Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he could not rewind his insulin pump; the buttons to rewind were unresponsive. The customer's insulin pump only rewound halfway. The patient's blood glucose at the time of incident was 467 mg/dl, which he treated via manual insulin injection. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The act and esc buttons did not respond due to flattened button dome switches. No unlocked lcd keypad connector was noted. The pump passed the idle current test. Unable to perform the run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, displacement or verify the no reservoir alarm anomaly due to the button keypad anomaly. No frozen screen was noted. The pump had minor scratches on the display window and a cracked reservoir tube lip.